Event description:
It was reported during a quad autograft acl procedure the blade would not click into the handle. It was replaced and the case was completed with no further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. One unpackaged ar-2385-10, batch 21c02 tendon stripper was received for investigation. Dimensional analysis of the proximal end of the shaft where the tendon stripper interfaces with the handle identified that the returned device was within tolerance. The handle itself was not returned for analysis. As such, the allegation cannot be verified. No problem found.